Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer arrived at the site and performed reader camera alignment, optics adjustments and the camera brightness was set so its specifications. Repairs have returned the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. (B) (4).

Event description:
The customer reported that false negative reactions were obtained on the ortho provue analyzer with 2 previously known antibody positive patient samples. Visual inspection of the processed gel cards confirmed the reactions were negative. Repeat testing in manual gel test using the same lot of reagents showed positive (1+) reactivity with both samples. One of the samples had anti-c and the other had anti-m (cold agglutinin). No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.